Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer got delay response for information to come up on the screen when putting in a new battery, received unexplained no insulin delivery alarms and had to press buttons real hard to get them to work. No harm requiring medical intervention was reported. The device will not be returned for analysis.